Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that sometimes it seems like the stimulation goes off on its own. Patient clarified that the stimulation feels like it's going off in their body and it's not working when they have it turned on. Agent stated they believed this issue began at least a month ago. Patient mentioned that they've had a stimulator for 10 years so the issue could just be them getting used to the feeling of the stimulation. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.